Manufacturer narrative:
The device involved in the event has been returned to lm for investigation and the defect can be confirmed. However, the detached part has not been included in the return due to reportedly unk location. A visual inspection of the area of breaking did result in one clear observation: there's no intention for a breaking due to mfg or material fault and the area of breaking shows the typical characteristics of exposure to mechanical force. This corresponds to the side info that lithotriptor equipment has been used in the procedure and may have caused the damage. No other similar complaint has been reported and no mfg defects are known since an improved insulation tip material has been introduced in 2010. At the time the defect was noticed by the user, it could not conclusively be determined whether the damage occurred inside the pt's body or not. The user has examined the pt but no fragment could be located in-situ. Beyond that, no further consequences to the pt have been reported. The case is seen to be a consequence of use error. The general scenario of detaching fragments has been clearly identified in the rm file, with appropriate measures in place (warning messages, obligation to inspect the distal end prior to the procedure) and occurrence rate not higher than foreseen.

Event description:
The physician performed a trans-urethral prostate resection. During cleaning of the equipment, a damage to the ceramic beak at the distal end of the resection sheath was observed. The user performed additional exam of the pt without ability to locate a fragment inside the pt's body. No further consequences have been reported. During the procedure, lithotripter equipment from boston scientific has been used.